Event description:
Provider states the weld on the crossmember of the frame assembly that attaches the seat post is cracked, which in turn makes the seat wobble. Provider adds the chair is in otherwise good shape.